Event description:
It is reported that the distal targeting arm missed the screw holes in the short nail, causing a one hour delay in surgery.

Manufacturer narrative:
Evaluation summary: the issue could not be replicated with mating parts. The user may not have had the drill bushing against the lateral surface of the bone during drilling. Conclusions - as returned, the modular targeting arm contains a number of scratches in the thru holes which indicates that previous effective execution was performed during the potential field age of approximately 3 years. This also indicates that the instrument has been autoclaved a number of times as well. Device history records indicate all components were manufactured and inspected to specification.